Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 323 mg/dl. Reportedly, the reason for the elevated bg level was due to the customer not delivering a bolus after dinner. The customer delivered a bolus via the pump to stabilize bg level.